Manufacturer narrative:
The patient reported overstimulation/electric shock while using the device. Additionally, the patient reported their was were getting hot during use (reference complaints (B)(4) for waa investigations). The patient was provided replacement was, the waa programs were not updated, and the reported issue was not resolved. An explant procedure was performed on (B)(6) 2023, and a new neurostimulator was implanted. The waa program settings were changed after the new implant procedure. The patient is no longer experiencing overstimulation/electric shock while using the device and there are no heating issues with the new transmitters. The unintended stimulation/new pain questionnaire was review for potential causes of the reported issue. Based on this review migration and interference from a non-stimwave device. Additionally, the device was not implanted in an off-label location. However, after the waa program settings were changed from high power to low power, the patient no longer experienced overstimulation/electric shock or overheating was. Additionally, the stimulator was returned for investigation. The reported issue of overstimulation/electric shock could not be confirmed. However, investigation found the following identified failures: circuit failure as all four terminals were open (infinite ohms resistance indicating open circuitry) and the device failed the automated test due to no signal from the terminals. Evidence of liquid ingress (i.e. Efflorescence, oxidation) which caused damage to the circuitry. Evidence of particulate ingress. Corrosion on terminal wires solder connections and rectifier diodes. Excessive etching (missing copper on component pad). Poor or missing gold plating (copper oxidation prevents proper solder joint). The potential failure includes manufacturing defects, inappropriate handling of the product during implant procedure which can accelerate the product degradation, and excessive stress during the explant procedure. We cannot replicate the shock as reported in the complaint as the product is non-functional. The investigation for complaint (B)(4) was unable to replicate the alleged issue, and no nonconformances were found. The investigation from complaint (B)(4) found was unable to replicate the alleged issue, and no nonconformances were found. The stimulator is used to treat pain. The cause of the reported issue is due to programming parameters as the issue was resolved after the programs were changed from high power to low power (user error - clinical representative). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported their wearable antenna assembly gets hot as well as experiencing sudden overstimulation/electric shock while using the device. The patient was provided a new wearable antenna assembly and several reprogramming attempts were made. However, they continued to report their device gets hot and they are not feeling stimulation anymore. X-rays as well as an ultrasound were performed which confirmed migration did not occur. An explant procedure was performed on (B)(6) 2023 and a new neurostimulator was implanted. The procedure was completed without any complications. As of (B)(6) 2024, the patient feels good and is not experiencing any negative side effects after the replacement procedure and is receiving comfortable stimulation.

Event description:
The patient reported their wearable antenna assembly gets hot as well as experiencing sudden overstimulation/electric shock while using the device. The patient was provided a new wearable antenna assembly and several reprogramming attempts were made. However, they continued to report their device gets hot and they are not feeling stimulation anymore. X-rays as well as an ultrasound were performed which confirmed migration did not occur. An explant procedure was performed on (B)(6) 2023 and a new neurostimulator was implanted. The procedure was completed without any complications. As of (B)(6) 2024, the patient feels good and is not experiencing any negative side effects after the replacement procedure and is receiving comfortable stimulation.

Manufacturer narrative:
The explanted neurstimulator was returned to curonix hq for investigation. Additional device testing is required to complete the investigation.